Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 53mm abdominal aortic aneurysm. It was reported approximately 3 years post the index procedure follow up CT identified a type ia endoleak. Intervention was completed with the implantation of an endurant cuff and non mdt stent. Ballooning was performed and the endoleak confirmed as resolved. Per the investigator the cause of the event was device related. No additional clinical sequelae were reported and the patient is fine.